Manufacturer narrative:
Exact date unknown, event occurred two years prior to the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads upn: m365sc8336500 model: sc-8336-50 serial: (B)(6) batch: 7030780.

Event description:
It was reported that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure and was doing well postoperatively. The explanted devices were discarded by the medical facility and will not be returned.